Event description:
It was reported the patient had an advance sling implanted on an unknown date. It was indicated that the advance either "eroded or was placed through the urethra at the time of surgery". The advance was removed and the urethra was repaired. It was indicated that "approximately 6 months later", on (B)(6) 2014, the patient was implanted with another incontinence device. No additional patient complications were reported in relation to this event.